Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6) - failure (event) observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion was noted between 48.0 cm to 49.5 cm from the connector pin. The abrasion was consistent with constant friction with anothe ER implantable device.

Event description:
This report is to advise of an event observed during analysis.